Manufacturer narrative:
Lead repositioning to be evaluated at a later date. If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that post implant, this left ventricular lead exhibited loss of capture; lead dislodgment confirmed. No adverse patient effects were mentioned and lead function programmed off.